Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. Drop testing and was performed and failed. Manual "try it" testing and was performed and failed. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and failed. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.